Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked tube lip noted during visual inspection. The device passed functional test including prime/a33, displacement, basic occlusion, and excessive no delivery tests.

Event description:
Customer reported on (B)(6) 2014 he was hospitalized due to high blood 476 mg/dl. Customer reported at one point his blood glucose was 569 mg/dl. Customer reported that prior to hospitalization customer woke up around 2:00 am and blood glucose was sky high, customer treated with 14 units of insulin. Two hours later customer had to administer again over 40 units of insulin and blood glucose was not going down. Customer was not in accident. Customer was in the hospital for two days. Customer was wearing the device. Customer declined troubleshooting. Customer stated the device was currently off due to the device beeping too much. Customer requested the device to be switched. No further information reported.